Event description:
Caller alleged false negative hcg results. Results as follows: patient presented for an annual exam when tested. Patient had 2 negative pregnancy tests on wednesday after having 3 positive home tests. Patient's uterus was enlarged. Patient's urine sample was clear. Time of day sample was collected - unknown.

Manufacturer narrative:
Investigation pending.